Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked at opening of battery chamber extending down to the primary seal and a piece of the threads was observed to be broken off. A test battery cap was able to fully tighten to the pump, but the o-ring was exposed. No loss of power occurred during testing. There was no evidence of moisture damage observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.